Manufacturer narrative:
Date of event - the event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that there was a vessel perforation. It was reported via social media that during the procedure the physician perforated the patients artery and caused internal bleeding. The patient required emergency surgery to treat and fix the perforation.